Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown medication at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump was being refilled on the date of the call and 2.5 ml was expected back but 15ml was removed from the reservoir. The cause was unknown. The doctor placed the patient on minimum rate flow and that resulted in "definite withdrawal" so the doctor moved the patient back to their regular dose and they "did better." The doctor aspirated the reservoir again to see if he could get the expected volume back and he was able to. He was unsure of why there was such a discrepancy at the last refill. The issue seemed to be resolved at the time. The patient's weight was unknown. No further complications were reported.